Manufacturer narrative:
Details: it was reported that a patient was admitted while unit was in simulation mode. Nk tech support advised the charge nurse to discharge the patient until turning off the simulation mode. No issues with the patient arose; however, monitoring was technically interrupted/inaccurate due to the fact the simulation mode overrode the patient's vitals. Total time patient was admitted while in simulation mode was approximately half an hour. Solution: nk tech support showed the charge nurse how to turn off the simulation mode and resolved the issue.

Event description:
It was reported that a patient was admitted during simulation mode on the bsm (bedside monitor). No issues with the patient arose; however, monitoring was interrupted/inaccurate due to the fact the simulation mode overrode the patient's vitals. Total time patient was admitted while in simulation mode was approximately half an hour.

Event description:
It was reported that a patient was admitted during simulation mode on the bsm (bedside monitor). No issues with the patient arose; however, monitoring was interrupted/inaccurate due to the fact the simulation mode overrode the patient's vitals. Total time patient was admitted while in simulation mode was approximately half an hour.

Manufacturer narrative:
H10: additional narrative: customer's admitted patient while the unit was in simulation mode. No issues arose while the patient was being monitored, but monitoring was technically interrupted/inaccurate due to the fact that the simulation mode overrode the patient's vitals. Patient was admitted while in simulation mode for approximately 30 minutes. Service requested: troubleshooting. Service performed: troubleshooting. Technical support had the customer discharge the patient and showed the charge nurse how to turn off the simulation mode. No further issues were reported. Investigation results: when the bsm device is in simulation mode, the device displays the following message on the screen: "simulated data." This message is made clearly visible to the user. Per the device's operator's manual, the customer is to set simulation mode to off on the system configuration screen prior to monitoring a patient. The root cause of the issue was identified to be user error/inadequate training in using device as the customer admitted a patient while the device was still in simulation mode. Trending of issue was attempted using the search queries "bsm-1753a simulation mode, bsm-1753a simulation, and bsm simulation." There were no similarly reported instances found, indicating that this reported complaint is an extremely rare occurrence. The customer has been educated on how to exit simulation mode to prevent recurrences of this issue moving forward. The root cause of the issue has been identified and investigational information within the record documents that the issue was resolved through educating a member of the customer's staff on how to turn off the simulation mode.